Event description:
It was reported during an implantation procedure, the rv lead could not be tightened into the header of the device. The device was replaced. The patient was stable.

Manufacturer narrative:
The reported field event of difficulty tightening the setscrew was confirmed. Analysis found the setscrew had been pulled out of the device through the top of the septum. The setscrew would not tighten also due to incorrect wrench insertion causing the user to strip the setscrew inset. When the setscrew is being stripped it cannot be tightened. The observed anomalies are consistent with attempts to secure the lead in the device header during the implant procedure.